Event description:
It was reported that the power cord on the 9600+ system has a defective connector. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on info provided, the following component has been ordered. Power cord assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a followup report will be submitted as required.